Manufacturer narrative:
(B)(4). Batch r5at4n. Investigation summary the analysis results that one psee45a device was returned with no visual non-conformances and without a cartridge reload present. In addition a cartridge pan was received inside of a plastic bag. The cartridge pan was received damaged. The device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. The damage to the cartridge pan is consistent with the device being clamped over a hard object. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported to the rep that during a laparoscopic appendectomy procedure the first firing of the device with a white cartridge was fine and on the second firing of the device that the stapler could not be reloaded. There were no adverse consequences for the patient.